Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022 it was reported by a sales representative via sems that an ar-6480 pump was starting to smell like smoke during a case. No patient affect.

Manufacturer narrative:
Complaint confirmed. Upon visual evaluation of the exterior of the device, it was noted that the outflow door was damaged. The device was opened for evaluation and it was noted that one of the interior components was burned/damaged. Functional testing was not performed as the complaint allegation has a potential fire hazard.